Event description:
It was reported that the patient presented to the emergency department after not feeling well. When the device was interrogated, multiple ventricular over-sensing episodes were noted. It was determined that the device was counting the intrinsic rv beat just behind the lv pace. Programming changes were made to resolve the issue. There were no adverse health consequences to the patient.